Event description:
Reference number (B)(4) event occurred in norway it was reported that patient faced infusion set tubing detachment event on (B)(6)2024. The infusion set was in use for two days. The location of detachment was where the tubing and needle got attached. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: norway h11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.